Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 434 mg/dl, 402 mg/dl and at the time of incident it was 320 mg/dl, 352 mg/dl, customer ate granola bar and insulin pump was shut. It was reported that the insulin pump received multiple insulin pump error alarms. The customer did not received any low battery alert's prior to replace battery now alarm. The insulin pump will not be returned for analysis.